Event description:
During normal use of this product, the bone anchored hearing aid mfg by cochlear, the bp100 has cracked eleven times and had to be sent back to the MFR repair facility in (B)(6) for repairs. The cochlear bp100 baha hearing aid has cracked in the plastic along a section where two small screws anchor the plastic casing to the titanium base of this hearing aid. This has happened to the pt 11 times. The serial number of the model listed in this report cracked two days after being unsealed. Programmed and activated by the pt's audiologist on (B)(6) 2010. The pt returned to her audiologist on (B)(6) 2010 to have the device programmed with software provided by cochlear. During normal use of this product, it cracked and pt returned to her audiologist on (B)(6) 2010, and was fitted with a "loner" model and the cracked bp100 was sent back to the MFR for repairs. On (B)(6) 2010 the fixed baha cochlear bp100 was programmed and fitted by her hearing professional. During normal use, this product cracked and the bp100, (B)(4), and was sent to the MFR for repairs approx (B)(6) 2010. On (B)(6) 2010, the pt returned to her audiologist and had a new bp100 model (B)(4) programmed and fitted. The new device cracked in the same place on (B)(6) 2010 and was sent back to the MFR for repairs on (B)(6) 2010. On (B)(6) 2010 the pt returned to her audiologist for the repaired unit. During normal use, the repaired bp100 cracked again and was sent back for repairs on (B)(6) 2011. On (B)(6) 2011 pt returned to her audiologist for fitting and programming of the repaired device, during this visit the audiologist discovered the device had spontaneously developed cracking down both sides. The device was returned for repairs. The repaired device was fitted (B)(6) 2011. During normal use, the device cracked again on (B)(6) 2011.